Event description:
It was reported that the procedure was to treat the left sfa graph. The accunet was advanced through two graphs and was deployed. The acculink was advanced to the lesion, when it was noted that the shaft of the device had separated. The pt was sent to surgery to have the separated portion of the device removed. It was reported that they were using a unk guide wire and there was not enough support for the system.